Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported that the hickman dual lumen catheter fractured between the lumens. This report addresses patient four.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed, but the cause is unknown. The sample returned was one photograph of what appears to be the proximal segment of a hickman-style catheter. Visual observation of the returned photograph showed the proximal portion of the hickman-style dual lumen catheter. The components visible include the extension legs, with clamps, attached to the bifurcation, but there is no sign of any catheter distal to the bifurcation segment. The white and red luers are connected to what appear to be needleless injection caps, with the one on the white luer having a green end cap attached. The photograph sample returned does not allow for determination of the nature of the break or the root cause of the event. Potential causes include mishandling, improper securement, and tool damage.